Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that following a lap sigma, leaks in the anastomotic staple suture directly after surgery and 3-days post-op after first bowel activity, which was colonoscopically breastfed. No harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2020. Additional information requested, and received: there was a bleeding from the staple line into the bowel lumen. They were able to stop this bleeding by coloscopy. Please explain what is meant by, ¿colonoscopically breastfed?¿ leakages were closed by performing colonoscopy.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2020. Additional information was requested, and the following was received: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Unkere there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? A nurse fired the device. They said that she is experienced with the device. I don`t know how many years she uses our device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In the middle. I explained that it is important that the orange indicator is in the green scale. I explained that low-b, middle-b and high-b. In the past they closed our device completely every time. I explained sotm, I explained the different tissue thickness and I explained our atraumatic adjusting knob. And that it isn`t necessary to close the device completely at every patient. It is important to feel the resistance. I explained that a low-b could be too small when you need much power to close the device because than the tissue is too thick for completely closing. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? I can`t remember was a complete transection of the white breakaway washer visually confirmed? I don`t know were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? ? Was the staple line visualized endoscopically during the initial surgical procedure? Directly after the surgery. The staple line was visualized by the gastroenterologist with a coloscopy. The bleeding was intraluminal. The gastroenterologist was able to stop the bleeding. How many days postoperative did the leak occur? Another leak occur 3 days after surgery, after the first bowel activity how was the leak identified? What was observed at the site of the leak upon reoperation? There was no re-op how was the leak addressed? What is the current status of the patient? The surgeon informed me on (B)(6) 2020 that the patient is well and will leave the hospital.